Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: unknown type endoleak. No further information is available for this event.

Manufacturer narrative:
Type of endoleak type ib endoleak e: updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date in 2015, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following device malfunction(s) were observed: type ib endoleak. No further information is available for this event.